Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-50 mg/dl. Low bg cause was not known. Customer consumed glucose tablets and carbohydrates to address bg. Tandem technical support determined the pump was functioning as intended. No additional patient or event information was available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.